Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 215mg/dl and "high" on the bg meter. Manual injections were administered to address the elevated bg levels. The past occlusion alarms would be resolved by changing the infusion set or clearing the alarm prior to resuming insulin deliveries. A system check was performed using the current supplies and the pump performed as intended. The customer discarded their infusion set site before observing the cannula for any damage. An infusion set site change was performed to address the issue. Tandem technical support educated the customer in regards to occlusion alarms and offered a follow up call to ensure the new infusion set site resolved their issue, the customer declined the follow up call.